Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode. Customer reports they had planning to visit doctor after troubleshooting to their health care professional regarding the high blood glucose. Customer reported there was a little air bubbles was present in the tubing. The customer stated that the insulin pump had insulin flow blocked alarm during basal and then she changed the set and noticed that there was a bent cannula and also bleeding site. The insulin pump will not be returned for analysis.